Event description:
The olympus (ovn) technical service engineer became aware that the asset high definition liquid crystal display monitor ¿did not power up when inspected before delivering to demonstration." No harm was reported.

Manufacturer narrative:
The evaluation found the monitor turns off power automatically after turning on some minutes due to a defective power supply board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the defective power supply board could not be identified. No defect inside the device other than the phenomenon pointed out. Olympus will continue to monitor field performance for this device.